Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.